Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had leakage. The following information was provided by the initial reporter: material #305916, lot #4277121. It was reported by customer that medication coming out of the hub, instead of needle. Hub is cracking/breaking when placed on syringe (no they are not twisting them hard). Needles feel like they a "catching" or snagging on entry into site. Verbatim: we have bd safety glide 25gx1" needles. We have recently had multiple issues and concerns with them: 1. Medication coming out of the hub, instead of needle. 2. Hub is cracking/breaking when placed on syringe (no they are not twisting them hard). 3. Needles feel like they a "catching" or snagging on entry into site. Additional information provided: 1. The hub broke on monday, (B)(6) 2025. 2. No injury to anyone, but the patient had to be revaccinated (so poked twice). While nurse was plunging medication into patient, medication sprayed out the hub that was broken and we were unable to determine if patient received any, so revaccination was done. The nurse who was administering the injection stated that the majority of medication sprayed onto table, herself and wall.

Manufacturer narrative:
(B)(6): supplemental MDR - needle hub hole / cracked / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.